Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. Upon opening the pocket, it was noted the lv lead had pulled back and some was coiled up in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.